Event description:
During a lung wedge resection procedure, after removing the used reload from the gun, the surgeon found that the metal base of reload got stuck at the jaw of the gun. The reload was removed, but was in two different pieces. Not noted how case completed. No pt consequence.